Event description:
An eyecare professional reported that pt experienced a diffused ulcer (6mm), od, located in the peripheral cornea at 10 to 1 o'clock, associated with wear of precision uv contact lenses. Pain reported as severe with "serious" edema. Pt unable to work for 6 days. No anterior chamber reaction occurred and no culture was performed. Treatment consisted of prolonged local antibiotic & corticoid therapy. Visual acuity reported as 2/10 prior to event & less than 1/10 at last report with permanent scarring expected. No further info is available.